Event description:
Swelling in the knee [knee swelling]. Case narrative: initial information received on (B)(6) 2022 from (B)(6) regarding an unsolicited valid non-serious case received from a physician. This case involves a (B)(6) male patient who experienced swelling in the knee with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate injection (lot - arspo013a, april 2023) (dosage, indication, frequency: unknown). On (B)(6) 2022, after the latency of same day of starting the treatment with hylan g-f 20, sodium hyaluronate the patient experienced swelling in the knee (joint swelling) approximately one hour after the injection of synvisc in the knee. The patient presented again the next day and underwent an arthroscopy. No bacterium was detected. After the arthroscopy, the knee got better. The patient has not received synvisc. Action taken: drug withdrawn. Corrective treatment: arthroscopy for swelling in the knee). Outcome: recovering.

Event description:
Swelling in the knee [knee swelling]. Case narrative: initial information received on 31-mar-2022 from germany regarding an unsolicited valid non-serious case received from a physician. This case involves a 63 years old male patient who experienced swelling in the knee with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate injection (lot - arsp013a april 2023) (solution for injection) (strength: 48 mg/ 6 ml) (dosage, indication, frequency: unknown). On (B)(6) 2022, after the latency of same day of starting the treatment with hylan g-f 20, sodium hyaluronate the patient experienced swelling in the knee (joint swelling) approximately one hour after the injection of synvisc in the knee. The patient presented again the next day and underwent an arthroscopy. No bacterium was detected. After the arthroscopy, the knee got better. The patient has not received synvisc. Action taken: drug withdrawn. Corrective treatment: arthroscopy for swelling in the knee. Outcome: recovering. A product technical complaint (ptc) was initiated on 31-mar-2022 with global ptc number: (B)(4) and results are pending for same. Additional information was received on 31-mar-2022 from quality department. Global ptc number and strength, formulation updated. Text amended accordingly. Additional information was received on 22-apr-2022 from the quality department. Batch number updated. Text amended accordingly.

Event description:
Swelling in the knee [knee swelling] injury [injury] case narrative: initial information received on 31-mar-2022 from germany regarding an unsolicited valid non-serious case received from a physician. This case involves a 63 years old male patient who experienced swelling in the knee and injury with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2022, the patient received hylan g-f 20, sodium hyaluronate injection (lot - arsp013a 30-apr-2023) (solution for injection) (strength: 48 mg/ 6 ml; 16mg/2ml) (dosage, indication, route: unknown). On (B)(6) 2022, after the latency of same day of starting the treatment with hylan g-f 20, sodium hyaluronate the patient experienced swelling in the knee (joint swelling) approximately one hour after the injection of synvisc in the knee. The patient presented again the next day and underwent an arthroscopy. No bacterium was detected. After the arthroscopy, the knee got better. The patient has not received synvisc. On (B)(6) 2022, after the latency of same day of starting the treatment with hylan g-f 20, sodium hyaluronate the patient experienced injury. Action taken: drug withdrawn. Corrective treatment: arthroscopy for swelling in the knee. Outcome: recovering. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on 31-mar-2022 for synvisc. Batch number: arsp0013a; expiry: 30-apr-2023. Sample status was not available. The production and quality control documentation for lot # arsp013a expiration date (2023-04) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # arsp013a no CAPA (corrective and preventive action) is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 03may2022 there are 6 complaints on file for lot# arsp013 and all related sublots. 3 complaints are on file for lot# arsp013: (1) syringe tip broken, (1) leakage, (1) missing component and (1) adverse event report. 1 complaint is on file for lot# arsp013a: (1) adverse event report. 1 complaint is on file for lot# arsp013b: (1) syringe tip broken. The final investigation was completed on 06-sep-2022 with summarized conclusion as no assessment possible. Additional information was received on 31-mar-2022 from quality department. Global ptc number and strength, formulation updated. Text amended accordingly. Additional information was received on 22-apr-2022 from the quality department. Batch number updated. Text amended accordingly. Additional information was received on 19-aug-2022 from the health care professional. Event of injury was added. Text amended accordingly. Additional information was received on 06-sep-2022 from quality department via other health professional: ptc details and batch number was added. Text was amended accordingly. Additional information was received on 08-sep-2022. No new significant information was added.

Event description:
Swelling in the knee [knee swelling]. Case narrative: initial information received on (B)(6) 2022 from germany regarding an unsolicited valid non-serious case received from a physician. This case involves a 63 years old male patient who experienced swelling in the knee with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate injection (lot - arspo013a, (B)(6) 2023) (solution for injection) (strength: 48 mg/ 6 ml) (dosage, indication, frequency: unknown). On (B)(6) 2022, after the latency of same day of starting the treatment with hylan g-f 20, sodium hyaluronate the patient experienced swelling in the knee (joint swelling) approximately one hour after the injection of synvisc in the knee. The patient presented again the next day and underwent an arthroscopy. No bacterium was detected. After the arthroscopy, the knee got better. The patient has not received synvisc. Action taken: drug withdrawn. Corrective treatment: arthroscopy for swelling in the knee. Outcome: recovering. A product technical complaint (ptc) was initiated on (B)(6) 2022 with global ptc number: (B)(4) and results are pending for same. Additional information was received on (B)(6) -2022 from quality department. Global ptc number and strength, formulation updated. Text amended accordingly.

Event description:
Swelling in the knee [knee swelling] injury [injury]. Case narrative: initial information received on 31-mar-2022 from (B)(6) regarding an unsolicited valid non-serious case received from a physician. This case involves a 63 years old male patient who experienced swelling in the knee and injury with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate injection (lot - arsp013a april 2023) (solution for injection) (strength: 48 mg/ 6 ml) (dosage, indication, frequency: unknown). On (B)(6) 2022, after the latency of same day of starting the treatment with hylan g-f 20, sodium hyaluronate the patient experienced swelling in the knee (joint swelling) approximately one hour after the injection of synvisc in the knee. The patient presented again the next day and underwent an arthroscopy. No bacterium was detected. After the arthroscopy, the knee got better. The patient has not received synvisc. On (B)(6) 2022, after the latency of same day of starting the treatment with hylan g-f 20, sodium hyaluronate the patient experienced injury. Action taken: drug withdrawn. Corrective treatment: arthroscopy for swelling in the knee. Outcome: recovering. A product technical complaint (ptc) was initiated on 31-mar-2022 with global ptc number: (B)(4) and results are pending for same. Additional information was received on 31-mar-2022 from quality department. Global ptc number and strength, formulation updated. Text amended accordingly. Additional information was received on 22-apr-2022 from the quality department. Batch number updated. Text amended accordingly. Additional information was received on 19-aug-2022 from the health care professional. Event of injury was added. Text amended accordingly.